Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience a low blood glucose (bg) occurrence (66 mg/dl) and consumed a glucose tablet to address bg level. The cause of the low bg was unknown, however the customer claims profile setting were recently adjusted by their healthcare provider and the settings possible may be inaccurate. While contacting tandem technical support the customer blood glucose increased since to 80 mg/dl and near target by the end of the call.

Manufacturer narrative:
A review of the pump log by qa engineer indicates that a pump malfunction was not the cause of the low blood glucose event.